Event description:
Boston scientific received information that during a follow up visit, this right ventricular (rv) lead displayed high out of range shock impedance measurements. All possible shock vector configurations were tested and the impedance measurements were still high out of range. Two episodes of ventricular fibrillation treated with shock were reviewed, but the shock impedance measurements were within range. This patient is not pacemaker dependance. A save to disk data will be sent at a later date. The physician wanted to perform a revision, but the patient refused. No adverse patient effects were reported.

Event description:
---

Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available this investigation will be udpated.

Manufacturer narrative:
---

Manufacturer narrative:
Subsequently, intervention was performed at which time the physician observed the terminal pin had dislodged from the ICD port. The pin was reinserted in the absence of adverse effects or performance anomalies, and shock impedance values returned to normal range. To date, no further product issues have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.